Manufacturer narrative:
The device has been received and a follow-up report will be submitted when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.